Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient¿s exact weight reported as (B)(6). Date of event: unknown. Synthes was made aware of the complained event on jun 29, 2016; however, information pertaining to this specific device was not reported to synthes until jul 1, 2016. This report is for one, unknown 3.5mm cortex screw. Part and lot numbers were not available for reporting. Other number¿UDI: unknown part number, UDI is unavailable. The subject device is not expected to be returned to the synthes manufacturer for evaluation. 510(k): unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was implanted with a synthes clavicle hook plate, three (3) unknown 3.5mm locking screws and one (1) unknown 3.5mm cortex screw on (B)(6) 2016. On (B)(6) 2016, the patient was returned to the operating room for a revision procedure. The hook end of the plate was found to be digging in to the acromion, patient complained of pain; it is believed this is due to patient non-compliance. The hook plate and screws were explanted and the patient was revised to a 3.5 hook plate and screws. The revision was completed successfully and patient was reportedly stable. This report is for one, unknown 3.5mm cortex screw. This report is 3 of 3 for (B)(4).